Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor reported that an (B)(6) year old female patient was treated on (B)(6) 2014. The patient was conscious and driving at the time of the event. Device flag files show that the lifevest detected an arrhythmia at 19:00:54 and delivered a treatment at 19:02:05. The rhythm at the time of the treatment is unknown, as the ECG recording is not available for review. Although the patient's rhythm is unknown, zoll is reporting this treatment as inappropriate due to the fact that the patient was conscious at the time of the event. The response buttons were not used during the event. The patient did not seek medical attention following the treatment.

Manufacturer narrative:
There was no death or serious injury associated with the inappropriate defibrillation. The patient did not seek any medical intervention. Monitor sn (B)(4) and electrode belt sn (B)(4) were not returned to zoll for evaluation. A review of downloaded device data does not suggest any malfunction that contributed to the inappropriate treatment event. Device manufacture date: monitor (B)(4): 04/2014. Electrode belt (B)(4): 06/2014. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.